Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications.

Event description:
It was reported that alarm showed no disposable clamp tubing .no patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned by the customer as a result,a complaint investigation /product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that alarm showed no disposable clamp tubing .no patient injury was reported.

Event description:
It was reported that the smiths medical pump alarmed ?no disposable clamp tubing". Pump settings: rate 2.2. Ml/hr, res vol 70 ml, given 30 ml. Air in tubing was noted. There was no injury to patient. No further information available.

Manufacturer narrative:
Other, other text: no product was returned by the customer as a result,a complaint investigation /product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that alarm showed no disposable clamp tubing .no patient injury was reported.